Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is a follow up to medwatch report #5000510000-2021-8063.

Event description:
Type of procedure: "lap chole." Event description: "issue: device would not deploy. Product had patient contact but no patient harm. New cd003 was opened to complete the procedure. " product is available for return. Additional information received via email on 05oct21 from [name], applied medical account manager. The actuator jammed and several attempts were made to deploy the device. Patient status: "product had patient contact but no patient harm." Type of intervention: "new cd003 was opened to complete the procedure."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of a jammed device as the actuator could not be deployed. Upon closer inspection, a portion of the cord loop was observed to be flattened. Based on the condition of the returned unit, it is likely that the reported event was caused by the cord loop being jammed between the actuator and the tube. It is possible that the cord loop was not tucked in properly during manufacturing. It is also possible that the cord moved out of place when the actuator was pressed forward causing the cord to jam. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is a follow-up to medwatch report # (B)(4).

Event description:
Type of procedure: "lap chole." Event description: "issue: device would not deploy. Product had patient contact but no patient harm. New cd003 was opened to complete the procedure. " product is available for return. Additional information received via email on 05oct21 from [name], applied medical account manager. The actuator jammed and several attempts were made to deploy the device. Additional information received via medwatch # (B)(4) on 03nov2022 from [name], [name of facility]. Patient is a 37-year-old female. Patient status: "product had patient contact but no patient harm." Type of intervention: "new cd003 was opened to complete the procedure."